Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the alarm did not clear. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has not yet been received for eval. If the device is ultimately received a supplemental form will be submitted.